Event description:
Customer called to report that the phoenix instrument produced a susceptible result for imipenem (ipm) for a klebsiella pneumoniae isolate that was a confirmed esbl producer and also multi-drug resistant. This organism also appeared to be a carbapenemase producer since a previous isolate from this pt was hodge test positive. This isolate was retested in (B)(6) and still produced an susceptible result for ipm with a mic of <1 ug/ml. E-test reports the mic as 8 ug/ml which is resistant. The pt was treated with imipenem and did not respond to therapy.

Manufacturer narrative:
The (B)(6) report retrieved from the cutting showed that the ertapenem mic result was >8 (resistant), the imipenem result was mic <=1 (susceptible), and the meropenem mic was 4 (susceptible), and the phoenix expert rule 399 was launched. Rule 399 states that such kpc-type organisms "may be resistant to therapy with carbapenem agents, despite apparent in vitro susceptibility. Further characterization by a reference laboratory may be warranted if rarely encountered. Alert clinician and infection control practitioner." Despite this warning from the (B)(6) report, the pt was treated with imipenem, and failed therapy. The isolate has been received by bd. The investigation is ongoing.